Event description:
It was reported that this left ventricular (lv) lead was found out to be dislodged the day post procedure and thresholds were found to be high. The patient was brought into the laboratory for a lead revision and during the procedure, a new coronary sinus venogram was obtained and a new target vessel was located. This lead was explanted, and a new lv lead was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was found out to be dislodged the day post procedure and thresholds were found to be high. The patient was brought into the laboratory for a lead revision and during the procedure, a new coronary sinus venogram was obtained and a new target vessel was located. This lead was explanted, and a new lv lead was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Blood/body fluid in the lumen was noted. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. No lead issues were noted that would have made dislodgement more likely than what is described in the instructions for use as a known inherent risk of the use of this product.